Event description:
It was reported that during an original implant of an elevate anterior, the physician experienced difficulties implanting the apical arm on the patient's left side. Both anterior fixation tips were passed successfully on both sides. After successfully positioning the apical needle, the physician commented that he was finding it more difficult to get a good position on the sacrospinous ligament on the patient's left side. Once the physician depressed the apical needle and pulled back, there was a gush of blood from that side. The physician quickly reacted by compressing the insertion point with his thumb and his left index finger in the rectum. He maintained the compression for a full 5 minutes. When the compression was withdrawn, no gush of blood was evident. The physician was able to complete the procedure following the instructions for use. A cystoscopy showed a small area of bruising in the bladder. Post operatively, the physician indicated the patient was fine. "She's very comfortable. Hb normal, min loss, uo good." No further patient complications were reported in relation to this event.